Event description:
It was reported that a user paired a new freestyle libre 3+ sensor with the ilet and, during the sensor warmup period, the ilet displayed alerts indicating to connect a continuous glucose monitor (cgm) or dosing would stop; once warmup completed, the sensor reconnected and the ilet started receiving cgm readings, with a reported glucose of 227 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing during cgm warmup with subsequent restoration of glucose data and dosing. Investigation included customer support review of device behavior, user education on warmup and alert resolution, and follow-up outreach. Investigation of this case revealed expected device behavior associated with cgm warmup and transient loss of cgm data input, which resolved once the user was educated on pairing a new cgm. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors during cgm warmup, with the device functioning as designed.